Event description:
The physician intended to use the protege system to treat a carotid artery stenosis as per IFU. It is reported that the protege system was delivered; the stent was placed and post-dilated without any problem. Nothing abnormal was found on the images. It was observed later that one of the proximal markers was inverted inward. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.